Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Examination of the delivery tubing showed no evidence of blockage that could have caused the reported condition. The luer cap was subsequently removed, and flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. The reported condition was not confirmed. The root cause was not determined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) japanese sv 2.5 infusor device reportedly stopped delivering during patient use at the hospital. There was patient involvement but no patient injury and medical intervention. The device was filled with 5-fluorouracil and saline. The actual sample is available.